Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter alleged that the cs 052 call service alarm occurred three times in thirty days. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/28/2015.device evaluation: the device has been returned and evaluated by product analysis on 01/14/2015 with the following findings: a review of the pump¿s black box data revealed multiple cs 052 call service alarms. The pump powered on with a cs 052 alarm upon start up. The pump was opened and no damage was observed inside the pump. The pump powered on normally and was exercised for 24 hours with no duplicated alarms after reloading a new software code to the master processor.